Event description:
During the procedure, the hub of the ultimum hemostasis introducer came apart.

Manufacturer narrative:
One ultimum hemostasis introducer was returned for evaluation. Visual inspection revealed the dilator tube was separated from the dilator hub, and indentations were present at the distal tip. Further investigation revealed the dilator tubing was not positioned into the hub the correct distance allowing for a weak joint where the tubing detached from the hub. As a result of this finding, abbott is performing further investigation.

Event description:
During the procedure, the hub of the ultimum hemostasis introducer detached. Procedure was finished without a new device and no patient consequences.